Manufacturer narrative:
(B)(4). Pump passed the displacement test. Pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. For (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.